Event description:
It was reported that the patient underwent emergency cardioversion therapy. Following this therapy, the device could not be interrogated. A re-intervention was performed to replace the device.

Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.